Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, sn (B)(6), used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A case was begun. The reported problem was confirmed. The bur did not extend flush to the guard during calibration. Disassembly revealed an insufficiently threaded exposure motor. Tightening the motor resolved the problem. The case/log files were provided for review. The screenshots and software logs were reviewed and do not confirm the reported problem. The green layer not being removed might be a cause of hard bone, which is more difficult to remove. Another cause could be the exposure guard slipping from the drill making it not possible to remove the bone. The most likely cause of the complaint is the exposure motor not being tightened all the way during assembly, allowing the motor to loosen and begin to pull out of the handpiece. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a cori-assisted tka, when burring the femur the green layer was not being removed. The guard was checked and pushed all the ways back. Surgeon finished the cut by shaving off the last mm with a saw. He navigates the tibia with a cutting block with the plane checker, so they were done with the bur after that. The procedure was completed without delay. The patient was not harmed. The real intelligence robotic drill tested with kpc test two times after case and passed both times.